Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while attempting to insert a screw, the tip of the screw broke. There was no reported patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the investigation of the complained screws shows that we received three intact screws in original holders and one chip of a screw. It is possible that this chip comes from the complaint screw. It is likely that the screw broke according to a ductile forced fracture during insertion, a reason for an intra-operative failure for the matrixneuro screw could be insertion of the screw in an exceptional hard bone without pre-drilling. The manufacturing records were reviewed and no complaint related issues for this article and lot no. Were found. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.